Event description:
A police department reported they respond to a 68-year-old female patient with als, who was wheelchair bound, unable to move and found without a pulse. They reported that they applied the AED, and it twice said a shock was advised but canceled the shock both times. The customer said the patient might have been doa upon arrival.

Manufacturer narrative:
The device associated with this complaint was received on 6/5/2023 and the device is currently undergoing evaluation and testing, and the root cause is not currently known. Should additional information become available a follow-up MDR will be submitted.

Manufacturer narrative:
During the rescue attempt, the AED initially advised shock delivery due to artifacts introduced by ongoing CPR during rhythm analysis. When CPR was paused, the patient's non-shockable rhythm was evident and the AED appropriately canceled the shock advisory. The AED functioned as intended throughout the event. Subsequent analysis and testing of the returned device confirmed that it is operating within specifications and functioning as designed.